Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's ins had severely moved south in their pocket to the right groin area. The ins was determined to not be flipped via x-ray, but because of the location of the ins the patient reported warming and burning sensations when recharging in sensitive areas. The patient's weight was not known at the time. The patient had a pocket revision on (B)(6). The healthcare provider (hcp) repositioned the ins in a slightly better position for recharging. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the ins was likely flipped and they could feel the wires in front of the ins, likely from the pocket adaptor. The rep also reported that the patient had a burning sensation in the pocket underneath that began at the same time ((B)(6) 2017). The rep reported that the patient had not been able to charge for 30 days. The rep reported that the patient had a revision scheduled for (B)(6) 2017. No further complications anticipated.